Event description:
It was reported that the patient experienced syncope and presented to the emergency room. The right ventricular lead exhibited intermittent capture at high output. The lead was capped and replaced. The patient was reported to be fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.